Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing: battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: on investigation, the battery compartment was confirmed to be cracked. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored. Investigation confirmed the complaint.